Event description:
It was reported that during a right hemi colectomy procedure, the device did not form staples distally. Tissues were sutured where the staples did not form. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information received: did the device fully cut and partially staple (staples missing from the staple line)? Yes, device cut and stapled but incomplete staple line at distal end. He sutures to reinforce.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.